Event description:
It was reported that the pta balloon partially detached from the catheter while being retracted into the sheath. The catheter and sheath were removed as a single unit without incident. No further treatment was provided. There was no report of pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.